Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One eztetic dental implant, 3.1mm diameter, 2.9mmd platform, 10mm length (ct3110) was returned for investigation with a package insert and cover screw. Visual inspection of the as returned product identified that the implant is covered in debris at the threads and internal drive feature. The product matched print specifications. The customer has not provided additional pictures or x-ray images of the product. Appropriate documentation was reviewed and the following information was identified: documents reviewed: IFU 9228 rev 0-07/14; warnings. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complaint reported that the implant site was severely tender. The implant was angled and touched the adjacent tooth. Drilling angle may have contributed to the event. It was removed and replaced with another one at the correct angle. The reported complaint is non-verifiable with the information provided. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report d3: manufacturer d4: expiration date g2: office contact - manufacturing site g4: date received by manufacturer g7: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h4: device manufacture date h6: evaluation codes h10: additional narrative.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Email address unknown / not provided.

Event description:
It was reported that the implant site was severely tender. The implant was angled and touched the adjacent tooth. The implant was removed and replaced with another one at the correct angle.